Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the device experienced flow and suction issues. The pump was repositioned, but the issue remained. The device console was then switched, which resolved the issue. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. No device was returned for evaluation. Data logs were reviewed finding no motor current (mc) spike observed outside of p-levels change. Drop in pump flow at p-9 observed on 5/7. Many suctions occurred during the case and mostly at the date of the reported issue. No issue observed to confirm the rc of the reported low pump flow issue. The root cause of the low pump flow issue cannot be determined since the complaint device not returned for analysis and lack of details.